Event description:
The patient received one endeavor sprint drug eluting stent in the proximal lad. Approximately 6 months post index procedure it is reported the patient experienced an mi in an unknown vessel. The investigator did not assess the relationship between the event and the study stent. Six days after the mi the patient underwent a CABG procedure (bypass grafting) to treat instent restenosis of the target vessel and stenosis of non-target vessel. It is reported the patient recovered.

Manufacturer narrative:
Results: mi. Conclusions: mi. (B)(4).